Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited noise which caused auto mode switching. Impedance and threshold rose more than one hundred percent in six months.